Manufacturer narrative:
The reported event of a contact force issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Halfway through the left atrial fibrillation ablation procedure, the contact force became unstable and rose from 5 to 30 grams. After this was noted, the procedure was cancelled. The patient did not experience any adverse consequences.